Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported broken wheel cannot be determined at this time. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that post an emergency case an employee sustained a shoulder sprain, while wheeling the cart down the user facility¿s hallway. The injury occurred when the cart¿s tray rolled out during transport on its own and had to be pushed back into place. The user facility reported that cart and its equipment did not fall on the employee. The course of treatment is unknown; however, the employee was sent to an occupational md, post care.